Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. A second product was received (5980778). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast surgery with mentor memorygel breast implant 300cc and experienced a suspected rupture on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2020. Upon explantation, the attending physician reported the device was intact.